Manufacturer narrative:
A visual inspection revealed moderate signs of wear including minor scratches along the length of the instrument, the marking ¿mjco¿ on the backside of the handle, and a fractured tip. There are no indications of a manufacturing defect. The most likely underlying cause of the complaint was excessive force.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during the dislocation of a third molar the tip of the elevator broke. The fragment from the instrument was retrieved from the patient's mouth. The surgery was completed using another instrument. There was no surgical delay or patient injury.